Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting wrist not moving properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and reported failure was neither replicated nor confirmed. The instrument was returned with a broken disk and a dislodged grip cable. As a result, the instrument was unable to be tested for intuitive motion. The root cause of this failure is attributed to mishandling/misuse. Additional findings not reported by site: 1. The instrument was found to have an input disk broken. Input disk #7 was found broken inside of the housing. As a result, the grip cable became dislodged from the input disk. 2. The instrument was found to have the grip cable dislodged from the input disk at the proximal end. As a result, the grip cable was loose at the distal end. The root cause of this failure is attributed to mishandling/misuse. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument's wrist did not move properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting wrist not moving properly, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the prograsp forceps instrument moved with unintuitive motion (e.g., the instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.